Manufacturer narrative:
Reported event: a bone pin broke during insertion into the tibia. There was a 1 minute delay but no additional harm. Device evaluation and results: no inspection was completed as the device was not returned. Device history review: a review of the device history for the associated lot indicated (B)(4) devices were manufactured and accepted on 4/28/2016. Complaint history review: review of complaints in catsweb and trackwise related to p/n 143080, lot number w44720-2 shows (B)(4) additional complaint related to the failure in this investigation. These complaints are : (B)(4). Conclusions: the part was not returned so physical investigation could not be completed. No additional investigation is required at this time. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. While placing the bone pin in the tibia, the bone pin broke.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. While placing the bone pin in the tibia, the bone pin broke.